Event description:
During use of the device for a non-clinical activity, the user reported that a large amount of grease came out of the cable upon initial sterilization using a gravity cycle. The user attempted to sterilize the cable a second time using a pre-vac cycle, and observed that more grease came from the cable. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.